Manufacturer narrative:
On january 12, 2022, mentor became aware that this mentor manufacturer's report number 1645337-2021-14376 is a duplicate of this mentor manufacturer's report number 645337-2021-14078. Hence, any additional information will be reported under this manufacturer's report number 1645337-2021-14078. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 3, 2022, mentor became aware that the date of adverse event was (B)(6) 2021. Hence, field b3 has been updated to reflect the change. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 1, 2022, mentor became aware that the device was discarded and not available for return. Field h6 for type of investigation has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with a 275cc mentor memorygel breast implant that ruptured postoperatively. The rupture was confirmed by MRI and a physical exam. As a result, the patient intends to have the device explanted and replaced on (B)(6) 2022.